Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2021 wherein the ipg and one l4 lead was explanted. Physician was unable to remove the l5 lead and partial remains implanted (manufacturer reference number 1627487-2021-01500).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer report reference number: 1627487-2021-00957, 1627487-2021-00959. It was reported that the patient experienced ineffective stimulation. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.